Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. The device did not pass the audio test during the call. Their blood glucose level during the incident was 54 mg/dl and 70 mg/dl and their blood glucose at the time of the call was 130 mg/dl. Details regarding symptoms or treatment of their low blood glucose levels were not provided. The device will not be returned for analysis.